Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. No weight information reported. Date of device loosening and infection is unknown. Report is for unknown plate, unknown part, unknown lot. Device not available for return. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that patient had a revision surgery on (B)(6) 2016 for an oral fistula and post op infection. A female patient had a calcifying epithelial odontogenic tumor and was implanted with a plate and six 2.4 matrix mandible locking screws on (B)(6) 2016. At the time of the revision it was found that the plate and screws seemed to be loosening, all hardware was removed and fully intact. No new product was implanted, surgeon wanted patient to heal. Patient will be implanted with new hardware at a later date. There was no delay in removal surgery. Patient's outcome is good. This is report 1 of 2 for (B)(4).